Event description:
A non-health care professional reported that during surgery, the patient posterior capsule ruptured. Subsequently the lens was removed during initial procedure and completed with backup sulcus lens as replacement. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent and pointing down into a drain hole in the lens case. The lens is pressed against a post in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Information in the file stated the doctor is unsure of the reason for the posterior capsule rupture. A sulcus lens was used as a replacement. The manufacturer internal reference number is: (B)(4).